Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned with the firing mechanism damaged and with two ecr60g cartridge reloads. Cartridge (a) was received reloaded on the device with the right side fully fired and the left side partially fired 2/3. Additionally the cartridge deck was damaged where the firing stops and the one piece sled broken in half. Cartridge (b) was received fully fired and in good visual conditions. Furthermore the knife was out of position in relation to the cartridge channel and a driver was found lodged behind the knife jamming the firing mechanism. Due to this condition no functional testing could be performed. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a wedge resection procedure that when the surgeon using the device for the first firing with a green reload he completed the firing but they heard a clicking sound when firing. When the knife blade was returned and they used second green cartridge it partially fired and then would not open. They then were able to partially open the device. When the surgeon removed the device they used suture where the staple line was not complete due to bleeding in that area. There were malformed staples in the device. He used a second like device with a green cartridge and completed the procedure. There was no patient consequence reported.